Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed system error 322 (link switch error (low)). A review of the event history log revealed "system error 322" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch switch not functioning properly. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing. There was no patient involvement. No additional information is available.